Event description:
It was reported that the patient thinks it may be because of her tremor. The rate changes are being strictly logged so just advised that they strictly log body maps. Patient sometimes has hallucinations at night. She said she is still having bad dreams.

Manufacturer narrative:
E1: name: abbvie inc. Street: 1 north waukegan road. Line 2: north chicago. City: north chicago. State: il. Zip code: 60064. Based on the available information, this event is deemed to be a serious injury request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.